Event description:
The customer contacted carefusion technical support to report a constant o2 error alarm. The alarm was audible and visual. The ventilator was on a patient at the time of the incident, however, the customer reports no harm. The patient was switched to another ventilator.

Manufacturer narrative:
(B)(4). A carefusion field service representative evaluated the ventilator, and was unable to duplicate the reported event. He tested for any possible circuit issues, by connecting to a circuit and cycling the unit. He did not encounter any problems. He performed operation tests. The ventilator passed all tests. Additional information on patient involvement patient information was requested from the customer on february 24, 2015, but as march 16, 2015, carefusion has not received any information for this patient.